Event description:
Attempts to program an implanted neurostimulator failed; representative was contacted and instructed users to turn off overhead lights in the operating room. Lights turned off and stimulator could then be programmed.